Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3 reference MFR report: 1627487-2015-01199 reference MFR report: 1627487-2015-01200

Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-01199, reference MFR report: 1627487-2015-01200. It was reported the patient's scs ipg migrated over from her buttock to near her spine and is painful. The patient stated she has been unable to use her stimulator since approximately 1 1/2 months after it was implanted. Follow-up identified surgical intervention was taken and the patient's entire scs system was explanted and replaced. During the procedure, it was found the leads appeared to have fractured and impedances were invalid. The new ipg was implanted in a new pocket in the flank area opposed to the previous area. The patient reported receiving effective stimulation coverage in the or and postoperative.

Manufacturer narrative:
Manufacturer¿s evaluation: the returned product was not analyzed as the complaint of ipg migration could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2015-01199. Reference MFR report: 1627487-2015-01200.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.